Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used in a cysto ureteroscopy laser lithotripsy and right ureteral stent procedure on (B)(6) 2022. During procedure, when catheter was removed, the guidewire frayed, and it got stuck inside the dual lumen catheter. The procedure was completed with a new amplatz super stiff. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire break.

Manufacturer narrative:
Device code a0401 captures the reportable event of corewire break. The returned amplatz super stiff stuck in the catheter was analyzed. During product analysis, the corewire was broken at 2.5 cm from the distal tip to the transition point and the coil wire was unraveled. The reported complaint of guidewire stuck is confirmed. Based on the condition of the returned device, engineers determined that the evidence gathered through investigation determines that the most probable cause is manufacturing deficiency; since there were problems traced to manufacturing process.